Event description:
It was reported that loose foreign particles were found in the female ll adaptor. The following information was provided by the initial reporter: "I am in contact with you because we have a customer claim of loose particles matter related to the raw material of our assembly".

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0004081207 d.4. Medical device expiration date: na h.4. Device manufacture date: 2019-03-26 h6: investigation summary since no sample was received, a picture of the reported defect was provided, therefore, the failure mode was confirmed, however, since the reported model is supplier related, a manufacturing information was requested, the supplier conducted a DHR review and no issues were found during the manufacturing of the reported lot regarding to the reported failure mode, since the mold was transferred and no issues were found during manufacturing, therefore, the root cause could not be determinate. See h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that loose foreign particles were found in the female ll adaptor. The following information was provided by the initial reporter: "I am in contact with you because we have a customer claim of loose particles matter related to the raw material of our assembly."